Manufacturer narrative:
(B)(4). The actual sample for this report was not returned for evaluation; however, five samples with the same reported condition and lot number were received from the facility. A visual examination of the samples revealed holes in the packaging. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. As an immediate action to remediate the issue, a new deflation system will be installed in the packaging machines. This equipment will allow the removal of excess air inside the pouches to avoid pressure on the sets during packing. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4), a light sensitive drug set in which the packaging was damaged. According to the report, the paper print label on the overpouch got damaged easily when taken from the carton. The condition was identified before patient use; therefore, there was no patient injury or medical intervention associated with this event. This is report 59 of 162 of the same reported problem from this facility. No additional information is available.